Event description:
The device was used during an unspecified procedure. Reportedly a component disengaged into the pt's cavity and the component was never retrieved as the surgeon thought it was best to leave it. The surgeon also admitted that he put too much tissue in the jaws.